Event description:
It was reported to philips that the battery b is not being recognized when installed and the battery pins are damaged. There was no reported patient involvement/adverse patient impact.